Event description:
On (B)(6) 2014 when I woke up, while on a philips respironics systemone CPAP machine, I thought I felt an insect fly into my nose from the CPAP machine. What began was the sudden onset of nasal allergies. The physician assistant at my primary care doctor's office assured me that it is normal for seasonal nasal allergies to have sudden onset during adulthood. Since then I have been on and off various nonprescription antihistamines, but then this year I learned about the philips recall and the description matches exactly what happened to me in 2014. Philips' website says to stop using the machine immediately to prevent severe permanent disability, but the mva (motor vehicle administration) says that my driving privilege is contingent on "compliance" with all medical treatments. My doctor tried to order a new machine, but unfortunately the dme (durable medical equipment) vendor says that I should contact philips directly, or else contact the insurance company, but they can't help me. In addition, I was diagnosed with hairy-cell leukemia in 2013, but no causation is implied; most likely, the leukemia started before the CPAP and simply wasn't detected until 2013. I grant you permission to contact the dme company (B)(4), my doctor (B)(6), the insurance company (B)(6), but not the manufacturer. FDA safety report ID# (B)(4).